Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The patient presented with an st elevated myocardial infarction. Access was obtained via the radial artery. The 99% stenosed, 3.5x20mm eccentric and de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). The lesion was predilated with a maverick balloon, leaving 50% residual stenosis. A 3.5x24mm omega stent delivery system (sds) was advanced to the lesion and it was noted that resistance was felt; however, the stent was successfully deployed at 18atms. A second 3.5x12mm omega stent was then implanted distal to the first stent. After placement of the 3.5x12mm stent, it was noted that proximal end of the 3.5x24mm stent was shortened about 4-5mm. A 4.0x12mm non bsc stent was placed in the proximal part of the 3.5x24mm stent and was successfully deployed. Post dilation was then performed with the 4.0x12mm non bsc stent delivery balloon. The procedure was successfully completed with no patient complications reported. The patient's current condition is stable. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The patient presented with an st elevated myocardial infarction. Access was obtained via the radial artery. The 99% stenosed, 3.5x20mm eccentric and de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). The lesion was predilated with a maverick balloon, leaving 50% residual stenosis. A 3.5x24mm omega stent delivery system (sds) was advanced to the lesion and it was noted that resistance was felt; however, the stent was successfully deployed at 18atms. A second 3.5x12mm omega stent was then implanted distal to the first stent. After placement of the 3.5x12mm stent, it was noted that proximal end of the 3.5x24mm stent was shortened about 4-5mm. A 4.0x12mm non bsc stent was placed in the proximal part of the 3.5x24mm stent and was successfully deployed. Post dilation was then performed with the 4.0x12mm non bsc stent delivery balloon. The procedure was successfully completed with no patient complications reported. The patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.